Event description:
This pt expired approx 10 months post cypher stent implant. The cause of death was listed as atherosclerotic cardiovascular disease. No autopsy was performed. Per the descover registry: this pt was admitted to the hosp for coronary intervention. The pt was currently taking statins. The pt was taken electively to the cardiac cath lab, where angiography revealed 80%, long (31mm) lesion in a svg to the om3. Heparin was not administered via IV and there is no record of gp iibiia's being administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The svg/om3 lesion was predilated with an unk balloon. Two cypher stents, both 3.5 x 33mm, were deployed to within the lesion in overlapping fashion with satisfactory results. The stent was post-dilated with an unk balloon. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on the following day with orders for plavix and aspirin. Approx 10 months later, during a study follow-up, the family notified the descover study that the pt had expired. The cause of death was listed as atherosclerotic cardiovascular disease. No autopsy was performed. No additional info regarding the pt's death is forthcoming.

Manufacturer narrative:
In summary, this male pt with a history of CABG, chg, high cholesterol, and htn had cypher stent implantation. These are pre-morbid conditions which increase the risk for a mace. The lesion was 31mm long and located in the svg to the om3. The cypher stent is indicated for discrete de novo lesions of length of 30mm or less.the lesion was pre-dilated. Two cypher stents, both 3.5mm x 33mm were deployed in an overlapping fashion. During a 10-month follow-up, it was discovered that the pt had expired due to atherosclerotic cardiovascular disease. In conclusion, there are pt and lesion factors that may have contributed to the event. Please note: this report reflects two products, with identical catalog and unk lot numbers, related to this event. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned; however, a monthly trend of complaints per catalog number is performed.